Manufacturer narrative:
Insulin pump received was not stuck in the manufacturing mode. Insulin pump passed the sleep current measurement, active current measurement and displacement test. However, the detailed trace analysis confirmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (printed circuit board). After disconnecting and reconnecting the internal battery connector at printed circuit board, insulin pump was monitored and functioned properly. Insulin pump was received with scratched case, pillowing keypad overlay, cracked retainer, end cap address label faded and minor scratched lcd window.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had power errors alarm. Customer blood glucose reading was 7.3 mmol/l. Troubleshoot was performed. Customer was advised to remove the battery for 10 minutes. The battery was changed but the issue reoccurred. Insulin pump will be returning for analysis.